Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a low transmitter battery error on (B)(6) 2018. Data was returned and evaluated. The reported event of a low transmitter battery error was not confirmed via data. This complaint was upgraded to reportable status based on discovery of a transmitter failure via data review. The probable cause could not be determined post investigation. No additional patient or event information is available.